Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Clips were coming out of the jaw without firing. The patient's condition was reported as fine.